Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image. Based on the results of the investigation, it is likely the following led to the malfunctions: damage to the charge coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented an intermittent test image. The event occurred during a diagnostic gastroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.